Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, one reload did not deploy staples and the other reload only deployed the proximal end of staples. It was also stated that one handle deployed the staples but did not cut. There was no patient injury.